Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that atrial capture threshold were not trending/ shows some gaps despite atrial output being automatic (capture management turned to adaptive). The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated missing/invalid capture/threshold. If information is provided in the future, a supplemental report will be issued.